Event description:
The patient experienced increasing spasms. The catheter was replaced. The patient recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
Catheter.